Event description:
It was reported that the programmer and the radio frequency (rf) head had telemetry issues. The handle was also broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the telemetry on the programmer was not working and therefore the link electronic module board was replaced and calibrated to resolve. Analysis also confirmed that the handle was broken, and found that the left keyboard hinge was broken. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).